Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('davinci hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (davinci hysterectomy). Essure was removed. At the time of the report, the medical device removal and vitamin d decreased outcome was unknown. The reporter considered medical device removal and vitamin d decreased to be related to essure. The following information was received from social media: low vitamin d, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('davinci hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (davinci hysterectomy). Essure was removed. At the time of the report, the medical device removal and vitamin d decreased outcome was unknown. The reporter considered medical device removal and vitamin d decreased to be related to essure. The following information was received from social media: low vitamin d, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case became serious incident. Event added: hysterectomy. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.